Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon catheter would not deflate for approximately ten minutes while inflated in the patient coronary sinus. It was noted that the physician pull the catheter into the right atrium and puncture it to deflate it. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The mechanical operation of the balloon catheter was occluded. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.